Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) ranging between 540-541 mg/dl, ketones, a headache and lethargy resulting in a hospitalization. Suspected cause of bg was due to customer's blood glucose meter providing incorrect bg readings resulting in the customer making the incorrect decisions when delivering insulin via the pump. Correction boluses were delivered to address bg. While hospitalized, customer was treated with manual injections and intravenous fluids, pump settings were adjusted and customer continued to use the pump for insulin therapy. Customer was released from the hospital on may 16th with the issue resolved and no permanent damage. Customer purchased a new bg meter to address the event.